Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed and was determined to be supplier related. One nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The transition between the coiled wire and the core wire was observed to be rough. A microscopic observation revealed the adhesive fillet at the junction of the coiled wire and the core wire was missing. Adhesive was observed between the coils of the coiled wire at this location and the coiled wire was observed to be attached to the core wire, but no adhesive could be seen on the exterior portion of the core wire. The lack of adhesive at the proximal end of the coiled wire appears to be supplier related. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when fitting a PICC line, it was impossible to remove the guide from the puncture canula in order to check for reflux after repositioning the needle. The fitter was obliged to remove the canula to be able to remove the guide and then transplant the patient. After checking the material, the guide showed a small lighter area, as if a piece of sheath were missing. To the touch, you can see a ¿detachment¿ at the proximal end, which catches the bevel of the canula. Patient's current condition: the patient had to be transplanted, a longer procedure. No other information was provided.